Event description:
It was reported that an ilet screen became unresponsive with a noted crack, rendering the device unusable and prompting a replacement. Symptoms included no injury. Outcomes included interruption of device use without medical care or hospitalization. Investigation included complaint intake review and troubleshooting with the user, including confirmation that data were synced and that the device would be returned. Investigation of this case revealed physical damage to the display leading to loss of function, consistent with a broken or cracked screen and associated unresponsive user interface. It was concluded, based on previously established findings for similar reports, that the cause was device damage due to external physical impact.